Event description:
The pump had been empty since this past september. The reason for the pump going empty, patient symptoms, interventions, outcome and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-07-20, additional information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was spinal pain. On unknown dates, the patient cancelled several refill appointments due to financial bear. The pump ran out of medication because of missed refill appointments. On 2015 (B)(6), a saline flush was done and the pump was working fine. The pump was refilled and the issue was resolving well.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8 590-1, lot# n135790, implanted: (B)(6) 2008, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted:(B)(6) 2008, product type: catheter. (B)(4).